Event description:
It was reported that in (B)(6), one day after the PICC was removed from the pts left subclavian, the pt complained of left arm pain, difficulty moving the limb, and tenderness over the PICC insertion site and left axilla. Initially it was thought to be thrombophlebitis, however, an ultrasound performed showed an occlusive thrombus extending from the PICC insertion site into the distal left subclavian. Ultrasound also found a 5 cm segment of retained PICC. Two registered nurses stated that the blue tip was visualized. The pt was taken to the operating theatre where a vascular surgeon removed the retained piece. Due to the thrombus, the pt had to continue warfarin drug therapy and as a result, the hospital stay was extended an additional seven days. Note: the PICC was inserted provide intravenous antibiotics after post operative complications from a bowel resection.

Manufacturer narrative:
(B)(4). Sample will not be returned.